Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to trauma and deep vein thrombosis (dvt). The patient alleges migration, vena cava and organ perforation, fracture, and perforation abutting other organ(s). The patient further alleges anxiety, worry, fear, and limited mobility. (B)(6) 2019, per a report from computed tomography; ¿caval perforation: yes. Grade 3 perforation of the 6 o¿clock strut to abut the l3-4 disc space. Grade 3 perforation of the 12 o¿clock strut to abut the duodenum. Grade 4 perforation of the 3 o¿clock strut into the aorta. Tilt: yes. 14.41 degrees of coronal tilt and 11.31 degrees of sagittal tilt. Apex of filter appears to extend slightly through the wall of the right lateral ivc. Migration: yes. Apex of filter is 15 mm above the left renal vein confluence. Pertinent negatives: no ivc stenosis. Appearance surrounding the 6 o¿clock strut may indicate a displaced strut fragment.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/aorta perforation, migration, anxiety, worry, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ/aorta perforation does not change the previous investigation results for vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported anxiety, worry, fear, limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: fracture and vena cava perforation. The reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2013. The patient's ivc filter fractured and perforated the ivc. One strut is abutting patient's l3-4 disc space, another strut abuts the duodenum, and one strut is perforating the aorta. The strut that is abutting patient's l3- 4 disc is fractured. The apex of the filter also extends through the wall of patient's ivc. Hospital and medical records have been requested, but not yet provided.